Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. The caller did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive down button due to corroded keypad traces. Unable to perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.